Event description:
Consumer called with elevated blood sugar, noticed the pen was dripping after injection and doesn't deliver a steady stream. Notified doctor who adjusted patient's dose accordingly and stopped using the pen.